Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/short of breath. There was no report of patient serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a patient to develop sarcoma cancer, kidney problem and patient has had kidney tumor removed and almost lost her kidney. Based on the available information, the manufacture concludes no further action is necessary. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the device internal and extenal parts of the device. An external investigation found unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with an sd card, filter, or accessory port flip door. There is an unknown contaminate present at the air inlet where the filter would be. The ui keypad is observed to be cracking. Interior investigation observed unknown dust/dirt contamination and fibers found on the bottom enclosure, blower box housing, blower motor, and blower impeller. A keratin-like substance is observed building up around the blower housing outlet. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Secondary findings included a keratin-like substance was observed around the blower box outlet. The occurrence of a keratin-like substance observed around the blower box. The unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. They confirms the presence of contamination in the airpath. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. Using a known good power supply and power cable, the base unit provided airflow was verified. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown was observed in this device. Section h6 were updated in this report.